Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the right coronary artery (rca). The 15mm x 4.5mm quantum maverick balloon catheter ruptured during the procedure, inside the patient at approximately 12atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that vascular access was obtained via the radial artery. The lesion was 95% stenosed, de novo, and moderately calcified. The 15mm x 4.5mm quantum maverick balloon catheter was inflated only once. The balloon catheter was removed from the patient intact.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).